Event description:
It was reported that the wake button on the pump was difficult to press and unresponsive at times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.